Event description:
It was reported that the lead was explanted and replaced due to noise on the rv channel, which was observed via iegm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut in two segments. External insulation abrasion was found on the is-1 connector leg at 6.9-7.7 cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was visible and could come in contact with the ICD can and cause the reported issue from the field.